Event description:
It was reported that the patient experienced shortness of breath and lethargy. The device could not be interrogated. The patient did not report feeling the patient notifier. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. A new battery was attached to the device and communication was re-established. Tests performed on the device showed normal device function. No high current drain sources were found. The original battery was sent to the vendor for further analysis. No anomalies were found that would cause premature battery depletion. The cause of premature b battery depletion was not determined.